Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a failure to alarm for occlusions could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no patient involvement.

Event description:
It was reported that the device is not alarming for occlusions when the infusion rate is very low and the pressure setting is set to 400mmhg. The customer was provided the dfu as this may be an end user training issue. There was no report of patient harm.